Event description:
Reporter noted corneal burn occurred within a minute of beginning phaco. Changed system to complete case. Sutured wound to close. Follow-up visit 12/13/1999 indicated patient "va" is "cf". Corneal striae noted; chamber shallowing, although no wound leak detected. Applied pressure eye patch.